Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the side bails were missing, and the lower case was broken. It was also noted that the upper case, side bail covers, ring cover and lead flex cover were broken, the battery release, battery flex and heart block were contaminated, the battery contacts were compressed, and the ring was missing. (B)(4).

Event description:
It was reported the rear case is cracked near the atrial connector. It was also reported the bails are missing. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.